Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left front corner of top case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. Investigation unable to duplicate the motor rate error during occlusion test. The investigation unable to determine intermittent of the error; however, the pump motor assembly, worm gear, leadscrew and clutch halves were replaced by customer. The investigation replaced the pump worm coupling, leadscrew and clutch halves for preventive. Performed pm maintenance and all functional testing. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure alarm: motor rate error. No adverse effects were reported.